Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a customer advocacy representative reporting that a nasal cannula "was not working." Reporter stated that "there appear to be no leaks in the cannula, but when they tried another lot number, it worked." The initial reporter was unable to provide the specific number of devices impacted. No patient harm was reported as a result of this reported complaint.